Event description:
Dental dam clamp broke during procedure, no pt injury. On (B)(6) 2012, dental assistant, reports that in early may doctor was performing a root canal when the dental dam clamp broke in the pts mouth and piece was recovered with no harm to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.